Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/78 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: redefining qrs transition to confirm left bundle branch capture during left bundle branch area pacing. Frontiers in cardiovascular medicine. 2023. 10:1217133. Doi: 10.3389/fcvm.2023.1217133. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding left bundle branch area pacing (lbbap). The authors described one patient who experienced an episode of ventricular fibrillation (vf) during lead penetration, and it was solved with defibrillation, without further consequences. There were other patients who experienced septal perforation, pneumothorax, and acute chest pain. There were leads which exhibited acute increases in pacing threshold and an intraprocedural lead dislodgement. Lead repositioning was performed for septal perforation and lead dislodgement without further complications. The leads remain in use. No additional adverse patient effects or product performance issues were reported.

Event description:
It was further reported that patients with pneumothorax were implanted with a chest drainage tube. In all cases, this intervention led to the complete resolution of the pneumothorax. It was also noted that some of the patients with increases in thresholds had reprogramming performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.